Event description:
It was reported that the patient was unable to set the system into MRI mode. Impedance check revealed high impedances on the lead. Reportedly, the patient suffered a fall prior to the high impedance occurred. Additionally, the patient experienced shocking sensation on their arm and leg even when the stimulation if off. As such, surgical intervention took place wherein the lead was explanted and replaced . Reportedly, the issue was resolved post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.